Manufacturer narrative:
F3-f7 has been corrected.

Event description:
Patient was seen by a doctor due to midline incision being red and oozing fluid. The doctor diagnosed the symptoms as an infection and the system was explanted on (B)(6) 2023. The doctor believes that the infection was an outcome of continuous smoking by the patient after the original implant which occurred on (B)(6) 2023. The report states that the patient is doing well post operation. Culture was taken during explant procedure (B)(6) 2023).

Event description:
Patient was seen by a doctor due to midline incision being red and oozing fluid. The doctor diagnosed the symptoms as an infection and the system was explanted on (B)(6) 2023.the doctor believes that the infection was an outcome of continuous smoking by the patient after the original implant which occurred on (B)(6) 2023.the report states that the patient is doing well post operation. Culture was taken during explant procedure (B)(6) 2023.